Event description:
The patient IV tubing connected in recovery and 500 ml of normal saline had infused. A new bag was hung but the patient never disconnected from IV tubing. During procedure IV continued to infuse but when meds were pushed through IV, patient did not receive them. Patient IV site with no puffiness or swelling. Patient did not complain of pain while meds given. Patient cried hysterically through entire procedure. After patient was undraped the blanket on top of patient was wet and blood tinged. No apparent harm to patient, who was discharged post-procedure as planned.